Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and poor sound quality. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 24, 2022.

Manufacturer narrative:
This report is submitted on august 08, 2022.